Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a new pump implant. The ¿dra showed that the patient has existing pump/catheter was implanted. However, he did not have a pump or catheter implanted. The patient stated that his ¿pump got infected and had to be taken out about 4 months ago. The cause of the event was unknown. Action/intervention: the pump was explanted (unknown date). The whole system was replaced. Outcome: the issue was resolved. The patient was alive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.